Event description:
Silicone breast implants placed spring 2003. By fall of that year, was dealing with fatigue and depressed mood. Each year brought more issues, chronic migraines with trigeminal neuralgia, occipital neuralgia, fibromyalgia and undifferentiated connective tissue disease were all added to my problem list. I have no doubts that the constant immune activation created by the biofilms (capsular contracture to point of rupture, remove and replace under warranty led to capsular contracture again). Feel so much better with them out. Those things are poison. FDA safety report ID# (B)(4).